Manufacturer narrative:
Brasseler is reporting the alleged malfunction in an abundance of caution. The allegations of malfunction have not been confimed due to the inability of brasseler to perform an investigation on the blade which was not returned by the customer. The customer reported the broken saw blade, no product is being returned; however, the lot number and a picture was provided for evaluation. Review of the photo shows breakage occurred at the hub where the product attaches to hand piece. Review of DHR n00d4 shows product was measured within specification, and raw material 31386, and 10011 are the correct hardness and material type. This is the only complaint for this product.

Event description:
During an acl repair, the blade broke when trying to cut the patella. It broke at the base of the blade where the blade attaches to the power system. The product was completely removed from the patient. There was no injury.